Event description:
It was reported by service report that the scale was not working correctly and the bed was drifting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Failed nut in lift motor.